Event description:
A laser operator reported a patient with an overcorrection following prk surgery for myopia. This report is for the left eye, the right eye is being submitted on manufacturer report number 3003288808-2010-00474. Information provided indicates an enhancement procedure has been planned for the 'near future.' Additional information has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).